Event description:
During administration of sedation, prior to insertion of vaginal dilator, patient was observed to have desaturation to 60, but alarm did not activate. Patient recovered o2 sats quickly without any intervention. Monitor registered a good wave form. Later the monitor showed a desaturation to 81%,but did not match the clinical picture. Patient was talking and sitting up at the time with good color. Biomed was called to the unit, and monitor was changed out , sent to biomed for evaluation and sequestered. During biomed evaluation, readings did not correlate to computer per bio med technician.